Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd smartsite secondary set was occluded. The following information was received by the initial reporter with the following verbatim: prepared gemcitabine for pt prepared/chk by pharm. The IV room pharm did final inspection on the product prior to sending out for delivery and discovered the 2dry set is occluded below the drip chamber.